Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a birthmark removal procedure on (B)(6) 2013 and suture was used on the subcutaneous tissue. About two months postoperatively, the patient experienced a tissue reaction. The patient has a follow up appointment scheduled. No additional information was provided.